Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported on (B)(6) 2026, this PICC catheter was inserted for the patient to receive postoperative chemotherapy for a colon tumor. Prior to insertion, the packaging of the medical supplies was found to be intact; the insertion procedure was completed in accordance with standard operating procedures, and routine postoperative maintenance was performed. Following the sixth chemotherapy session after catheter placement, flushing was ineffective. A physical examination and color doppler ultrasound revealed catheter related venous thrombosis, which caused the PICC line to become occluded. Subsequent management, including anticoagulation therapy, was conducted in accordance with guidelines for the diagnosis and treatment of venous thrombosis. No further information was provided.